Event description:
The customer reported that the left monitor turned off intermittently, thus intermittent loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.